Event description:
The operation report was received from the physician. The pre-operative diagnosis was "vagal nerve stimulator internal pulse generator erosion through skin". The following operation/ procedures were performed: removal of internal pulse generator. Revision of internal pulse generator pocket to an infraclavicular location. Reprograming of vagal nerve stimulator. Per the notes, the vns was originally placed in a left axillary crease, but over time, a portion of the vns has eroded through the skin. The patient has not had any signs or symptoms of gross infection. Cultures were taken which revealed no growth; however, the patient was placed prophylactically on rifampin and levaquin. It was stated that the surgery went without incident. A stat gram stain revealed no bacteria. The wound was cultured and a stat gram stain was performed which revealed some white cells, but no organisms. Both anaerobic and "other" culture results showed no growth at 24 and 48 hours. No other information was provided.

Event description:
Product analysis of the generator was completed and approved on (B)(6) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.052 volts as measured during completion of (B)(4) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 2.285% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. A third good faith attempt was made for additional information; however, it was unsuccessful. No additional information has been provided.

Event description:
On (B)(6) 2013, it was reported by the surgeon that the patient had been referred to have a lead revision due to the lead protruding. Additional information was received which indicated that the patient had a one to one-and-a-half inch eroded area of skin caused by the patient¿s bra strap and seat belt where, per the patient, the lead wire was exposed. The patient was placed on antibiotics and cultures were sent in. Surgery took place on (B)(6) 2013. Prior to surgery, the patient¿s settings were provided as output current 0.5ma, frequency 20 hz, pulse width 130 microseconds, on time 30 seconds, off time 5 minutes, magnet output current 0ma, magnet on time 60 seconds, magnet pulsewidth 500 microseconds, ifi = no. System and normal diagnostics had the results output status = ok, communication = ok, impedance value = 3624 ohms, ifi = no and output status = ok, communication = ok, impedance value = 3363 ohms, ifi = no respectively. Upon viewing the reported protrusion, it was found that there was about less than half a centimeter of the generator extruding from the incision site and no lead protrusion. The patient reported that she believed her seat belt and bra strap were rubbing the site and causing the generator to come out of the skin. The patient stated that the site was red and tender, but there was no pus or bleeding noticed. The patient stated that she did things at home to keep the site clean to prevent infection; however, details were not provided. It was stated that the extrusion was first observed about two and a half to three weeks prior to the surgery date. The surgeon made the medical decision to implant a new generator since part of the generator had been visibly extruding out for over two weeks. The surgeon stated that he was concerned that the area had a bio film on the cam and that it would be best to re-implant a new generator. The new generator was repositioned in a new pocket site to account for rubbing from the bra strap or seatbelt. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The explanted device was returned on (B)(6) 2013 and is pending product analysis.